Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that routine log files were sent for review on the patient who was admitted with fatigue. Log files revealed that the patient experienced a loss of ac power while connected to mobile power unit (mpu) power. Log file review appeared to capture a no external power event on (B)(6) 2025 @0124 while connected to mpu power. The emergency backup battery (ebb) was used to support the system during these events and motor function was not affected by this event. It was also reported that a pump off/restart was expected to be seen in the log files because the patient recently had a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number unknown) was not returned for analysis, and no log files from the exchanged controller were associated with the reported event. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The serial number of the exchanged system controller was not provided. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.